Manufacturer narrative:
Initial and final MDR 1930183- MDR 3003442380-2024-18716- device 6 of 8. E1: patient city: (B)(6). Patient country: unites states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 04-april-2024, it was reported by the patient that infusion set cannula was crimped. No further information was available.